Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the keypad of the insulin pump was unresponsive. Blood glucose level at the time of the incident was 309 mg/dl and treated with manual shot. The customer stated there was no response from any button and only the logo was showing on the screen. The customer stated that the time clock was not advancing when monitored for one minute. Customer called back after installing a new battery, monitored the pump for 2 hours and frozen display recurred. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The product will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. All buttons function properly; no damage to keypad traces and j1 connector on electrical board was not unlocked during visual inspection. No unexpected insulin flow blocked alarms noted during testing. No frozen screen anomalies noted; time advanced properly. Device communicated properly with glucose sensor simulator and the guardian link transmitter. The correct test blood glucose value was displayed on the sensor glucose graph screen. No sensor anomalies noted during testing. (B)(4).